Event description:
The customer claims that the alarm has no power even with new batteries. The battery door closes properly and battery connectors fit snug, no visible sign of damage. This was discovered during set up and no pt incident or injury occurred. Inspection of the product shows that the alarm powers on but has no alarm tone and the fail safe feature is not working.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the unit powers on but there is no alarm tone. No fail safe, tone selector does not work. No visible damage detection. (B)(4).